Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens was cracked during injection and hence it could not be used. Additional information was received stating that the lens was cracked during the progression of the lens in the cartridge. There was contact with patient's right eye, no patient harm.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. No damage was observed on the iol. Iol returned positioned incorrectly in the lens case. Solution is dried on both surface of the iol. The iol met specifications when dimensionally measured for edge thickness and plan view. No damage observed. No root cause identified as no damage was observed to the iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).